Event description:
During pci procedure, an interventional cardiac balloon stuck to the interventional wire and with some difficulty was removed by the cardiologist without injury to the pt. Upon further examination, the balloon shaft appeared to be slightly misshapen bent.